Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6)2010, the patient began treatment with vancotech 2gm intraperitoneal (ip) once daily, gentamycin 20mg ip once daily and linid 600mg orally once daily. At the time of reporting, the event of peritonitis was resolving and the patient continued with vancotech, gentamycin and linid. The root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.